Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for "damage to vessel during insertion" was unable to be confirmed as neither imagery nor device had been returned for evaluation. Per communication with an edwards field clinical specialist, there was no access vessel characteristics (tortuosity, calcification, etc.) Observed that could have contributed to the event. Furthermore, there was no difficulty encountered during vessel access and advance or retract the delivery system. Therefore, a definitive root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure. It was reported that following the procedure, severe retroperitoneal bleeding occurred, involving the right psoas muscle and adductors. This occurred despite no difficulties being noted during vessel access or system manipulation. Management on post-operative day (pod) 3 involved an attempted embolization of the right iliac artery branches and a hematoma evacuation. Hemostasis was achieved with tamponade using abdominal towels.